Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer changed the cannula to address an elevated blood glucose level. The exact value was not provided. Troubleshooting did not occur as the customer was not home at the time of the report. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
A follow up on 01/04/2016 indicated that the customer administered manual injections to address blood glucose (bg) level. The customer denies the pump being the cause of the elevated bg level.